Manufacturer narrative:
The reported complaint of "the quattro catheter (lot # 93275) leak" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed at the proximal end of the medial 2 balloon during the functional pressure leak test. The probable root cause for the reported complaint could be a latent material defect. Upon visual inspection, no physical damage was observed on the catheter. Observed dried blood residues on the balloons and on the tubing ports. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except distal and proximal ports were clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the medial 2 balloon, thus confirming the customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 93275.

Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient treatment, the user observed quattro catheter leak and noticed empty saline bag. The user observed blood in the start-up kit (suk) tubing. The thermogard xp ivtm system generated "air trap" alarm. The issue occurred during the rewarming phase of the ivtm treatment. The dwell time of the catheter was about 22 -23 hours. The alarm was cleared after replacing the catheter and the suk. The ivtm temperature management therapy was completed without any further issue. No patient consequence was reported.